Manufacturer narrative:
This case was assessed as reportable to the FDA as the vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse (+), into the jowls on (B)(6) 2024 (also ambiguously reported as 72 hours prior to the date of this report). Provider was subdermal with her 22 gauge cannula when injecting undilute radiesse (+). Batch number was reported as unknown. On (B)(6) 2024, after the radiesse (+) injection, the patient experienced a potential occlusion. During the initial injection, there was no pain or blanching. The patient sent a photo to the injecting provider indicating discoloration in the prejowl sulcus. The reporter was concerned of it, as there was severe bruising in the area. Patient reported that on (B)(6) 2024 the site is feeling better, patient is not currently complaining of pain at the site. The outcome of the event is considered resolving.